Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was isolated to the u17 and u18 on the defibrillator pca board being shorted with thermal damage. The root cause for the shorted components was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.